Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, the devices experienced foreign matter in the tubes; biological and non-biological. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: this is a report about the following two foreign matters in tubes. (1) a lump of the additive was found in tubes. (2) water drops were found in tubes. A total of 15 of 100 tubes were affected by the above fms.

Manufacturer narrative:
H.6. Investigation: bd received 2 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The tubes have large droplets of additive on the inside wall of the tube from rundown of the additive when additive is applied onto the interior walls of the blood collection vessel via the spray coating of the prescribed amount of water-based solution. The water is then dried, leaving the characteristic ¿mist¿ dot pattern of residual solution on the vessel wall. In rare instances where assembly machine misalignments occur, additive dispense nozzles may not be centered within the tubes¿ opening and the nozzles¿ position is biased more towards one of the vessels¿ hemispheres. In such instanced, one side (or hemisphere) of the tube vessel interior received a heavier coating of additive solution, while points on the opposing side of vessel receive a lighter misting. Larger droplets of the solution in close proximity to one another than tend to coalesce, and once the water is dried, leave behind a wafer like deposit of the additive. This additive deposit visually stands out as it does not appear like the typical dot pattern for this tube type.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, the devices experienced foreign matter in the tubes; biological and non-biological. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: this is a report about the following two foreign matters in tubes. A lump of the additive was found in tubes. Water drops were found in tubes. A total of 15 of 100 tubes were affected by the above fms.